Event description:
Edwards received notification that 25mm aortic valve was explanted after an implant duration of five (5) days due to endocarditis causing pvl. Another 25mm valve was implanted in replacement. The patient was discharged to rehab unit on pod # 46. As reported, baseline parameters indicate that there was no active endocarditis. The initial implant was successful with no pvl observed postoperatively. There was no infecting organism identified. Blood culture were negative and no source of infection was identified. There was also no other postoperative intervention between the first operation and the diagnosis of endocarditis. Histopathology and microbiology of the explanted aortic valve prothesis at the redo showed a florid exudative fibrinous-purulent endocarditis without germ identification. The issue was noted as resolved. The patient was treated with intravenous antibiotics (vancomycin, rifampicin, gentamycin) for 6 weeks prior to redo procedure.

Manufacturer narrative:
H10: additional narratives. Updated b5 per new information received.

Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset occurs at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The device was not returned for evaluation, as it was infected with endocarditis. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event.

Event description:
Edwards received notification that a 25mm aortic valve was explanted after an implant duration of five (5) days due to endocarditis causing perivavular leak (pvl). As reported, there was no infecting organism identified. Blood culture were negative and no source of infection was identified. Histopathology and microbiology showed a florid exudative fibrinous-purulent endocarditis without germ identification. The issue was noted as resolved. The patient was discharged to rehab on pod # 46. Baseline parameters indicate that there was no active endocarditis. Another 25mm valve was implanted in replacement. Per the crf the implantation was successful, no pvl was observed postoperatively.